Event description:
It was reported during an implantable neurostimulator (ins) normal battery depletion replacement the extension was found to be twisted and the healthcare provider (hcp) carefully and slowly untwisted the extension. Pre-operation impedances were tested and found to be normal. They reconnected the ins to the extension after it was untwisted and retested impedances; c3 showed greater than 40,000 ohms and all bipoles for the left side and c0, c1, and c2 were showing values at 25,000 ohms. The right side was showing greater than 10,000 ohms but it was testing at 1.5 volts. It was noted the manufacturer representative was confident the issue was not the new ins as they inserted and reinserted the extension numerous times. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3387s-40, lot# v639995, implanted: (B)(6) 2011, product type: lead; product ID 3387s-40, lot# v639995, implanted: (B)(6) 2011, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).